Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00x32mm promus premier drug-eluting stent, it was noted that the stent was damaged and determined to be unusable. The stent was not inserted into the patient. The procedure was completed using a non-bsc stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged, with struts from the 10th most proximal row onwards distorted and stretched over the bumper tip. The proximal portion of the stent was still securely crimped onto the balloon wall. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) is 0.053". Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00x32mm promus premier&#10244;rug-eluting stent, it was noted that the stent was damaged and determined to be unusable. The stent was not inserted into the patient. The procedure was completed using a non-bsc stent. No patient complications were reported.